Event description:
Three reports received leaking from air vent on filter and air containment. Pt #3 of three was receiving ancef 2 g every hours. Amount of leakage unk, no harm reported. Voluntary medwatch received from user facility via the center of device and radiological health.